Event description:
This report represents a lawsuit filed by a single law firm in arkansas against a med practice, the hosp, and calcitek. The plaintiff's attorney has alleged permanent physical impairment (defined in 21 cfr 803.0 as a serious injury) and disability, and pain, suffering and mental anguish in a pt who was implanted with the device during anterior cervical discectomy. Use of this device in anterior cervical discectomy procedure is not recommended by the MFR. The co has denied the allegations and does not believe that the complaint represents a reportable event. However, to err on the side of caution, this report is being made.